Event description:
Consumer complaint of high blood results. Expected blood glucose results not fasting range from 130 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 11:51pm) with results of 523 mg/dl and 483 mg/dl. Verified storage of test strips is within specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 03/30/2017 and open vial date is (B)(6) 2015. Recall test results performed not fasting from meter memory: 421mg/dl (B)(6) 2015, 11:41:18 pm; 421mg/dl (B)(6) 2015, 11:49:18; 403mg/dl, (B)(6) 2015 11:35:18 pm; 435mg/dl (B)(6) 2015, 08:48:18 pm; 317mg/dl, (B)(6) 2015, 05:05:18 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.